Event description:
Baxter healthcare corp. Rt 120 & wilson rd, round lake, il 60073-0490. Failure analysis: 1. No samples have been forwarded to baxter for evaluation. Add'l info: 2. No add'l info has been provided. Frequency/severity: 3. There is no statement in the product labeling regarding frequency or severity with this issue, nor is there any expected frequency or severity of occurrence with this issue. One other report with this product code has been received for a similar report of leaking at the needle/tubing area. MDR filed. 4. A 15 day MDR hs been filed for this reported event as described in the medwatch report. No specific contact info has been provided to facilitate follow up with user.